Event description:
A replacement procedure was performed, this device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When the device has been explanted and returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, the patient with this implantable cardioverter defibrillator device reported beeping tones. Interrogation revealed the device had reached end of life (eol) status. This device is in the mid-life display of replacement indicators product advisory communicated on march 10, 2007. This device is displaying the symptoms of that advisory. An internal technical service consultant was contacted and recommended device replacement in the near future. No adverse patient effects were reported.